Event description:
During a colonoscopy and polyp removal, the scope displayed error b30 and a black screen. Multiple troubleshooting attempts by staff, including rebooting the processor, reconnecting the scope, cleaning connection points, and checking system connections, were unsuccessful. To continue the procedure, the patient was transferred to two different endoscopy rooms; however, the same b30 error and video loss occurred with the same scope and a backup scope. The physician was ultimately unable to continue the procedure safely and withdrew the scope. After further troubleshooting, including repeated processor reboots and scope reconnections, the system eventually restored normal imaging. The physician then completed the colonoscopy and successfully removed the polyp. There were no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.